Event description:
It was reported that this spectrum pump had a system error 322 in th event history log. The device was not in use with a pt when this issue was discovered.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a small report will be submitted.